Manufacturer narrative:
(B)(4). Batch #: unknown. This is an analysis for a video submitted to ethicon endo surgery for evaluation. Video (vdo claim enseal x1 37 c.mp4): the video provided by the customer shows a enseal instrument. During the video the trigger appears to be stuck close and the jaws could no be open. No conclusion could be reached as to how this issue occurred through video analysis. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a myomectomy case the customer pressed close, seal, and cut. Then the customer tried to open the jaws but the mouth of the tool was not able to open. There were no patient consequences.